Event description:
Visitor sitting in recliner chair with footrest elevated. While readjusting her position with knees bent and pushing up with her feet, the footrest collapsed and she fell out of the chair. Visitor taken to the emergency dept for eval and medical treatment. Cervical fracture diagnosed, therefore, visitor admitted to the hospital for medical management. Chair evaluated by hill-rom tech. Voluntary smda report submitted to MFR on (B)(4) 2013.